Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. Review of the submitted log files captured the pump operating as expected at the fixed speed. No notable events or alarms were captured. Multiple attempts for additional information were sent to the customer; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including hemolysis. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with lethargy and elevated lactate dehydrogenase (ldh). The patient's ldh was noted to be 225 prior to admission, but quickly rose to a high of 6520 on (B)(6) 2024. Their ldh levels decreased to 845 by (B)(6) 2024. Log files were sent for review. No unusual events were recorded, and the equipment was operating as intended.

Manufacturer narrative:
History of elevated ldh is covered under related MFR: 2916596-2019-02966. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.